Event description:
It was reported that the patient presented at the emergency room due to shocks received from their implantable cardioverter defibrillator (ICD). It was noted that there were eleven high rate non sustained episodes, and over one hundred and thirty one non-sustained ventricular tachycardia episodes. As well, the patient's right atrial (ra) lead exhibited far field r-wave (ffrw). Follow up was conducted to no avail. The device is still in use. The lead is still in use. No further patient complications have been reported as a result of this event.